Manufacturer narrative:
Initial report: the device was received at conmed linvatec on (B)(4) 2010. The eval remains in process. A f/u report will be sent upon investigation completion.

Event description:
The customer reported that during a shoulder procedure, the suture hook broke inside the pt's joint. The surgeon removed the detached piece without injury to the pt, and completed the surgery using another suture hook.